Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3887-33, lot# v498128, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-33, lot# v885492, implanted: (B)(6) 2012, product type lead. Product ID: 3887-33, lot# v498128 , implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) reporting that the patient's battery was replaced on (B)(6) 2017 and would not be returned for analysis. They also reported the replacement ins serial number. They reported that a lead revision was scheduled for (B)(6) 2017. It was reported that this was all the information that the rep had at this time. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via a manufacturer representative that the leads were replaced. The manufacturer representative had been present for the pre-operative discussion with the health care professional (hcp). The place was to place the leads ¿subq¿ in their neck. When the manufacturer representative turned it on post-operative, the patient was complaining because the stimulation was not covering over their head and was only located in their neck. The manufacturer representative went over programmer with them and advised the patient to contact the hcp regarding their expectations. All impedances were within normal limit. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are:: product ID 3887-33, lot# v498128, implanted: (B)(6) 2012; product type: lead. Product ID 3888-33, lot# v885492, implanted: (B)(6) 2012,product type: lead. Product ID 3887-33, lot# v498128, implanted: (B)(6) 2012, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient received a new battery and it was repositioned below her ribcage. Leads were test and impedances were within normal limits; however, the patient had only sharp, painful stimulation in her neck with 0-3 and no stimulation on lead 4-7. Patient was going to consult with healthcare provider for possible lead revision. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and headache. It was reported that the patient was in a car accident after which they stopped feeling stimulation. The patient was currently at the health care professional (hcp) office during the call and stated that an x-ray was going to be performed. A manufacturer representative was requested to check the device and reprogram it. The car accident occurred on (B)(6) 2016. The issue of no stimulation was sudden.

Manufacturer narrative:
Further information pertaining to the lack of therapeutic effect following replacement of the leads on (B)(6) 2017 will be captured in regulatory report # 3004209178-2018-00057. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported the patient stated that she had a car accident about a year ago which made it difficult to almost impossible to recharge. As a result, the battery is dead and a physician mode recharge (pmr) was unsuccessful. The representative was unable to check impedances as a result of the failed pmr. The plan was for a battery replacement.